Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid and clonidine via an implanted pump. Per the patient, their medical history included that they were sick, and they put them on steroids, and they got sleep deprivation and couldn't remember anything. The indication for pump use was non-malignant pain. The patient reported that they would be having surgery on the 5th to change the pump. The patient stated that the pump was going off and beeping and they were trying to get a bolus right now, but it was sitting at 90%. Per the patient, they were allowed 6 boluses a day. The patient stated that they were supposed to go in for a replacement, but they had to cancel because they had a fever and an earache. The agent asked when the pump started alarming, and the patient said about 3 days ago. The patient mentioned that ever since they had the pump, the controller would sit at 90% for like 2 minutes and then it would move and give the bolus, then stated, like 2 years. The agent walked the patient through how to bypass the eri (elective replacement indicator) code and the patient was able to successfully connect to the pump and get a bolus. The troubleshooting steps that were taken on the call resolved the issue.